Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced low flow alarm and implantable cardioverter defibrillator shocks. Log files were submitted for review. The event log file captured a small cluster of low flow event on (B)(6) 2025 at 0243, with the flow noted to be at 2.0 lpm. The low flows were in the presence of elevated pulsatility index values.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system and the events leading to implantable cardioverter-defibrillator (ICD) shock could not be conclusively established through this evaluation. Review of the submitted log files confirmed multiple low flow alarms; however, a specific cause for these alarms could not be conclusively determined. The system controller event log file contained events from 11may2025 through 12may2025, per the timestamps. Multiple, transient low flow hazard alarms were captured on 12may2025. No other notable events or alarms were captured. The pump operated at the set speed throughout the entirety of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. Chapter 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including cardiac arrhythmia. This chapter also addresses all pump parameters, including pump flow. Chapter 4 of the IFU describes pump flow and hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Chapter 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Chapter 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.